Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, the hf unit "esg-400", had error e433 (generator reboot) and the high voltage power supply (hvps) board was defective. There were no reports of patient involvement.